Manufacturer narrative:
(B)(4). Also was implanted: pll161007j/ (B)(4) UDI# (B)(4). The physician stated that the dissection may be due to overall poor vascular properties. Reportedly, a left external iliac artery was narrow. The physician did not state any comment about the thrombosis. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, embolization, occlusion of device or native vessel and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using an afx device as a main device and gore® excluder® aaa endoprostheses as legs. Gore® excluder® aaa endoprostheses were implanted in both external iliac arteries. Reportedly, it was unknown which of the two devices was implanted in the right leg and in the left leg. On unknown date, a thrombosis occlusion at a right leg was observed. On unknown date, a reintervention was performed to treat the thrombosis occlusion. A bare metal stent was implanted into the stent graft from a common iliac artery to an external iliac artery. On (B)(6) 2022, the patient was emergency admitted due to a rupture. A computed tomography angiography revealed a rupture at a distal edge of the stent graft at the right leg. To treat the rupture, two stent grafts were implanted. No endoleak was observed and the blood pressure was recovered. Then, the patient left the operating room. Five hours later, the patient's blood pressure decreased again. A rupture due to a type ii endoleak from a lumber artery, at the area where the afx device was implanted, was suspected. The lumber artery was coil embolized and the blood pressure was restored. Reportedly, a left external iliac artery was narrow, and a percutaneous transluminal angioplasty was performed. An angiography revealed a suspected dissection near a left femoral artery. An endarterectomy procedure was performed. The patient tolerated the procedure. The physician stated that the dissection may be due to overall poor vascular properties. It was not expected to rupture at the edge, even though the bare metal stent was implanted that was not the original intention. Regarding the decrease in blood pressure after five hours, the computed tomography angiography after the urgent additional stent graft placement revealed that there was a type ii endoleak. The physician did not think this could be the cause of the early rupture. The physician did not state any comment about the thrombosis. Reportedly, a part of the left external iliac artery was narrow. No stent graft was implanted at this place. The left external iliac artery was narrow before treatment, not because of the gore device used. Regarding the dissection, only pta was used at the dissection site and no sheath or other gore device were used.

Manufacturer narrative:
Additional information: e1 initial reporter name and address were updated.